Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (B)(4) alleging that her onetouch verio2 meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation, as well as additional information obtained by the csr when they reviewed the initial call recording. The patient claimed that the alleged product issue first started at an unspecified time on (B)(6) 2019, when her onetouch verio2 meter began to display an error 4 message which prevented her from obtaining a blood glucose result. The patient did not specify how she manages her diabetes but reported that, in response to the alleged product issue, she took no action beyond her usual routine of diabetes management. The patient claimed that at an unspecified time after the start of the alleged product issue, on the same day, she began to develop the symptoms of ¿cold hands, cold feet, very tired and very strong headache¿. The patient stated that she attempted to treat these alleged symptoms with ¿doliprane¿ but that ¿it didn¿t do anything¿. The patient reported that ¿some hours later¿ a doctor attended her at home but the patient claims that the doctor did not provide her with any treatment ¿other than prescribing a new meter¿. The patient denied testing her blood glucose on any other device. During troubleshooting, the csr verified that this was not the first time the patient had used the subject meter, the test strips had been stored correctly and had not expired and the patient¿s testing process was correct. The issue was resolved during troubleshooting when the csr walked the patient through a retest and the error message did not appear. Replacement products were not sent to the patient as the patient refused. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to an error 4 message appearing on the subject meter.